Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3415/7703313, tgt4010/7594273). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. No issues were reported. The diameter of the aneurysm was 52 mm. On (B)(6) 2011, six month follow-up imaging showed that the diameter of the aneurysm enlarged to 60 mm. A type ii endoleak of unknown origin was reported. The physician elected to monitor the patient. No further information is available.